Event description:
It was reported that during a hysterectomy, the I-blade was damaged in about 3 hours. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned with the electrode and ceramic detached as one piece and still attached to the active rod, which is also detached from the instrument. All the components were returned. The I-blade was not damaged or detached as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device.